Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pace impedance measurements less than 200 ohms. It was noted that the pace impedance measurements started decreasing in the previous year and had been below 200 ohms for the past months. The ra capture and sensing were fine, thus, the physician decided to continue monitoring at this time. Additional information indicated that the cause of the observation was not conclusively identified. The system remains in service. No adverse patient effects were reported.